Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the harmonic scalpel was being used to dissect gall bladder off of lever bed. After approx two minutes of use, lockout tone occurred. The surgeon retightened the blade, cleaned the blade and checked all connections but solid tone persisted. The surgeon used the test tip to determine that the problem was with the blade and not the cord. It is unknown how the case was completed. There was no consequence to pt.